Manufacturer narrative:
(B)(6). During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management pcba was installed in an fi test ventilator. An unsuccessful attempt was made to power up the test ventilator from ac and deliver breaths. The ac led indicator turn on and stayed amber. The test ventilator logged diagnostic error codes: 1115, 111b, 1127, 1118, 1105, 1104, 1113, 110f, 110e, 1110, 1007, 1107 and 1106. During debugging, the power management (pm) board u16 pin 6 internal was found shorted to pin 8. The u16 was replaced on the pm pcba. The power management pcba was re-installed in the fi test ventilator. A successful attempt was made to power up into normal ventilation mode and deliver breaths. The ac led indicator turned on and no diagnostic error codes were logged. The ventilator operate for 2 hours during which time post was executed 25 times without generating any failures. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The u16 pin 6 internal shorted to pin 8 (gnd) on the power management pcba created the 1007 error code vent inop.

Event description:
During corrective maintenance, the manufacturer's international service technician experienced error code 1007 after replacing the blower and the motor controller board. There was no patient involvement.